Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following was reported to gore: on an unknown date in 2010, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On an unknown date in 2017, a proximal type I endoleak was identified and treated on (B)(6) 2017 with a medtronic extension device and a gore aortic extender. The procedure was completed successfully and the endoleak was solved.

Manufacturer narrative:
Refer to field for the results of the imaging evaluation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.